Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The display is broken due to a mechanical impact. The broken display can lead to misinterpretation of insulin amounts.

Event description:
Reporter stated the infusion device display is defective. Part of the display does not function and a line goes through the therapy information; therefore, misinterpretation is possible. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).